Event description:
It was reported that during a surgical procedure at the healthcare facility, a device was overheating and may have caused a burn to the patient's nose. It was reported that the burn was minor and no major treatment was needed. It was reported that there was no delay to the surgical procedure. Multiple attempts were made to obtain additional information. No further information was provided by the user facility at this time.